Event description:
The pt contacted animas alleging that the pump was slow to responding to up, down, and ok button presses, the pt claimed that the buttons has to be pressed several times for the pump to respond.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was slow to responding to ok, and up and down arrow button presses. In addition, the pump was found to be intermittently unresponsive to all keypad button presses. The keypad was removed and adhesive/contamination was observed under the button contacts.